Manufacturer narrative:
This report is for an unknown plates: 2.4 mm variable angle lcp volar rim distal radius plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in belgium as follows: this report is being filed after the review of the following journal article: ki goorens c., et al (2020) clinical and ultrasonographical follow-up after standard removal of distal radius volar plates positioned distal to the watershed line, european journal of orthopaedic surgery & traumatology xxxxxx, pages 1-5 (belgium). Https://doi.org/10.1007/s00590-020-02690-7. This single-center cohort study aims to hypothesized that this standard plate removal leads to predictable clinical outcome and normalization of the distance between the fpl and the volar rim during excursion when compared to the uninjured wrist. Between 2013 and 2017, a total of 34 patients predominantly female (80%), and the mean age was 60 years (range 39¿84 years) had a vlp removed. 20 patients were eligible for inclusion. At initial surgery, volar plating (volar rim and standard variable angle lcp two-column distal radius plate 2.4, depuy synthes®, oberdorf switzerland) was performed. Assessment was done at least one year after plate removal. The following complications were reported as follows: 34 patients had vlp removal > 4 months after osteosynthesis. 2 malunion (excluded from the study). 1 major complications (crps, infection). (Excluded from the study). As rationale of plate removal, the obtained results were that 45% of patients believed that the range of motion of their wrist would benefit from it, while 15% hoped they would gain strength, and 15% were bothered with the idea of having foreign material implanted for a longer period of time. Thirty-five per cent underwent surgery because they had flexor tendon irritation. In all but one patient, removal was performed between 4 and 12 months. The average delay from hardware removal to assessment was 2.9 years (range 1.0¿5.0 years). Flexion (p = 0.004), extension (p = 0.039) and radial deviation (p = 0.015) were significantly decreased compared to the contralateral uninjured side. As rationale of plate removal,thirty-five per cent underwent surgery because they had flexor tendon irritation. Twenty patients with volar plate had plate prominence after osteosynthesis for distal radius fractures. This report is for an unknown synthes variable angle lcp two-column distal radius plate 2.4. This is report 1 of 4 for (B)(4).